Event description:
It was reported that when the patient presented in clinic for a routine follow-up, fluoroscopy revealed externalized conductors. The lead was explanted without adverse consequences to the patient.

Manufacturer narrative:
Evaluation description included. A partial lead with the distal tip measuring 50.2cm was returned for analysis. External insulation abrasion was noted at 40.9-41.2cm and 41.5-41.8cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 28.9-31.0cm from the distal tip. Internal insulation abrasion was noted at 9.0-10.4cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 20.0-23.1cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion under the rv shock coil was noted at 4.5cm to 5.5cm from the distal tip. The etfe coating of one rv conductor was abraded at this location.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.2cm was returned for analysis. External insulation abrasion was noted at 40.9-41.2cm and 41.5-41.8cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 28.9-31.0cm from the distal tip. Internal insulation abrasion was noted at 9.0-10.4cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 20.0-23.1cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.